Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular repair for a thoracic aortic dissection using a conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On an unknown date in (B)(6) 2020, a follow-up exam identified a proximal type I endoleak and re-entry in the descending aorta(outside of the ctag treatment area). On (B)(6) 2020, the additional procedure was performed to treat the proximal type I endokeak and to close the re-entry. Two gore® tag® thoracic endoprostheses were implanted proximally and distally. It was confirmed the endoleak was resolved and the re-entry was closed. The patient tolerated the procedure.

Manufacturer narrative:
Date of event - corrected to (B)(6) 2020.